Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely external force was added to the distal end, leading to the peeling of the glue at the tip. In addition, about 8 years and 4 months passed since the device was manufactured and it may have been affected by aging degradation. The instructions for use have the following statement which can prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ leak¿ was confirmed. A leak was noted at the biopsy channel from an internal cut and tears. Cuts were noted on the probe unit and peeling glue was noted on the forceps cover. The bending section glue was noted to be cracked. The image was flickering and multiple broken strands were noted to be broken in the ultrasound image. The camera switch button was found cut. Buckles were noted on the insertion tube. Fluid invasion and corrosion were noted on the scope connector, ultrasound connector and control unit. The scope¿s control was noted to have excessive play. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that after reprocessing, a leak was observed from the cable connector. There was no patient injury or patient involvement.